Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to history of dvt (deep vein thrombosis). Patient is alleging tilt and vena cava perforation. The patient is further alleging "the filter perforated my vena cava, and I have had several dvts since the filter was implanted." And "having this has been very stressful, I worry about the filter all the time since I found out about the perforation and because it is not preventing clots. I especially worry about the uncertainty coming from different doctors about removal. I have discussed concerns with doctors." Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter is at the l3 vertebral body. Inferior extent l4-l5 disc space. Multiple, at least six prongs have perforated the ivc, series 3, image 59. Maximum distance prong perforated is 6.7 mm, series 90003, image 59. Coronal images show 4-degree tilt of ivc filter superior right to inferior left, series 4, image 51. Sagittal images show 10-degree tilt superior anterior to posterior inferior, series 5, image 76. Diameter of ivc directly above filter measures 26 x 22 mm, series 90002, image 51.'

Manufacturer narrative:
F10 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.